Event description:
It was reported that this right ventricular (rv) lead was explanted on (B)(6) 2021 due to pacing not delivered when required. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).